Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted, reducing mr to a grade of 2. However, after removal of the steerable guide catheter (sgc), the patient¿s oxygen saturation level (spo2) dropped to 92% and an atrial septal defect (asd) was observed. Therefore, an asd closure device was implanted. The spo2 returned to 100%. Two days after the procedure, the patient remained intubated, resulting in prolonged hospitalization.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported hypoxia and perforation were unable to be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.